Manufacturer narrative:
As an exact date of explant was not provided, the date of explant will be noted as (B)(6) 2019 (article stated patient was implanted 4 years prior to explant). Addition complainant institution: medical college (B)(6).

Manufacturer narrative:
Addition article was in journal of vascular surgery cases and innovative techniques, volume 5, issue 4, december 2019, pages 506-508, (angiosarcoma of the abdominal aorta after endovascular aneurysm repair).

Manufacturer narrative:
The UDI for the device is not available since the device lot number is unavailable. (B)(4). In addition the instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
An article in the journal of vascular surgery cases and innovative techniques, volume 5, issue 4, december 2019, pages 506-508, (angiosarcoma of the abdominal aorta after endovascular aneurysm repair). This case report features a 68-year old man, treated 4 years earlier with a gore excluder evar (w. L. Gore & associates, flagstaff, az). The patient presented with fever, low back discomfort, and abdominal pain. Concern for an infected endograft, the patient underwent explantation and replacement with a cadaveric aortoiliac cryograft and local debridement of the aortic wall including adjacent necrotic lymph nodes. The pathology returned as an angiosarcoma. One year after the aaa repair, patient was noted to have a type ii endoleak on imaging surveillance. This endoleak was managed non-operatively with serial imaging over the subsequent four years. Conclusion of article is although evar is considered by many to be the gold standard for abdominal aortic aneurysm repair in patients with suitable anatomy, there are trade-offs associated with less invasive approaches compared with open repair.